Manufacturer narrative:
One tapered screw-vent implant (tsvt4b13) was returned for investigation. Visual inspection of the as returned product identified significant bone residue surrounding the external threads and the body of the implant. The neck/collar were found to be fractured and the internal hex was damaged as well . As a consequence of the fracture, accurate measurement analysis and functional testing could not be conducted. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported events were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. The alleged device malfunction was confirmed. A root cause cannot be determined. The following sections have been updated:

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint cmp-(B)(4).

Event description:
It was reported that the collar of the implant (tsvt4b13) fractured. The implant was removed. Tooth location 11.